Event description:
Complaint received via email from affiliate on md&d complaint form. It was reported that, it was found the anti-reflux valve had detached and fallen into the reservoir before use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the valve is detached from the port, its slit is open. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.